Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert due to low impedance values on the pacing coil. The rv lead remains in use. No patient complications have been reported as a result of this event.